Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. The issue was discovered as the technologist was preparing the patient for a x-ray exam. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found a dirty sensor as well as a bent arm in the foot pedal mechanism, preventing the table locks from engaging. The fe fixed the system and returned the product to service.